Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, and a pmv review of complaint trends. Only the converter and seal were received. The 5mm reducer seal was disengaged. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the disengaged seal. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Subsequently, the complaint data did not display an increased trend. The material from the supplier was found to be defective . A manufacturing enhancement has been generated. There were no adverse patient events reported as a result of the alleged event. Should new information become available, the file will be re-opened and reassessed at that time.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a sleeve gastrectomy, the seal+flapper has dropped from the converter. The piece was retrieved from the cavity. No medical intervention was required. There was no intubation/re-cannulation necessary. The surgery time was not extended. The patient has restored. The patient was involved without injury.

Manufacturer narrative:
(B)(4).